Manufacturer narrative:
Additional information: the original in.pact av device was used to complete the procedure, the procedure was not interrupted partway through; it was completed without using any other product. Balloon did not fragment, device was safely removed from the patient, no intervention was needed to remove the device and no vessel injury was reported medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av to treat 8mm fibrous lesion in patients left proximal cephalic vein. A syringe was used to inflate the device and device was prepped per IFU. It was reported a balloon rupture occurred at 8atm during first inflation. After confirming that there was no vascular injury following the balloon burst, the treatment was concluded. No patient injury reported.